Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer admitted in the hospital. Customer¿s blood glucose level at the time of incident was 738 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump had insulin pump error alarm and replace battery alarm. No further detail was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that customer admitted in the hospital due to hyperglycemia, nausea, stomach pain, headache and diabetic ketoacidosis and was treated with IV insulin drip. Customer¿s blood glucose level at the time of incident was 738 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had replace battery. No further details provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details and auto mode has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6), 2019 evening with blood glucose level of 738 mg/dl. The customer's high blood glucose treated with intravenous fluids and took off insulin pump for first 24 hours and stayed for two days. It was also reported customer was using auto mode feature at the time of incident. It was stated that they did troubleshooting on insulin pump and it was working fine since then. The customer also experienced symptoms like nausea, stomach pain and headache, large ketones. The customer stated that they received low battery at 6.01 am and did not got it back on until 2.30 pm and customer did not heard the alarm at 6.01 am which was low battery.